Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information stating a death of a patient. The pathologist established the cause of death is metastatic spindle cell carcinoma in part ii. It is queried as to whether his use of CPAP machine could possibly related to his spindle cell carcinoma evolution. They have identified that the foam-based CPAP machines can cause irritation of sinus pathways and besides causing sinusitis can have a rare complication of carcinogenesis. The potential health risks documented were irritation to skin, eyes, nose and airways, headache, dizziness, nausea/ vomiting, hypersensitivity reaction, toxic and cancer causing effects. Based on this literature published by FDA and on the assumption that patient was on of these documented CPAP machines. As there is no histological test that can be done to confirm this relation expert evidence is required. Philips was invited to be an interested person in the investigation and to obtain expert evidence. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.